Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The hem-o-lok clip applier instrument was analyzed and was found to have both grip input disks broken. Input disk 6 and 7 were found completely broken from the inside of the housing. This causes clip applier not to deploy clip when engaged. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument would not engage the clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the clip became dislodged from the instrument and fell into patient at the time of the event. The clip was retrieved during the same procedure. The type of clip used was a hem-o-lok. The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU. The issue was resolved by replacing the clip applier with a new one. There was no harm or injury to the patient.